Event description:
During an in-clinic follow-up, a dislodgement of the right ventricular (rv) lead was observed. The device was reprogrammed, however, rv lead revision is anticipated to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated a revision procedure was performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the lead was explanted and replaced during the revision procedure.